Manufacturer narrative:
The used device was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. A broken haptic was observed inside the used device. The haptic was broken in the gusset area and located on top of the plunger, extended backward toward the loading area. The remainder of the lens was not returned. The nozzle tip has stress on the anterior. The nozzle was removed and cleaned for further evaluation. The lens was removed during the cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint of ¿plunger missed the lens¿. It cannot be confirmed based on the sample evaluation if a previous plunger override or underride occurred during delivery. The used device was returned and a broken haptic was observed inside the device. The broken haptic was on top of the plunger. The trailing haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the instructions for use (IFU). The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: ¿ if the operating room temperature is too high ( 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the observed broken haptic damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure when inserting lens the plunger slides past the lens. The procedure completed with new lens. There was no patient harm.